Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.